Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer the device has an error 01000. There was no report of patient involvement.